Event description:
Additional information received indicated right ventricular lead was capped and replaced to resolve the event and the patient was in stable condition.

Event description:
It was reported that high capture threshold and high pacing impedance were observed on the right ventricular (rv) lead. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.